Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), arthralgia ("joint aches"), dyspareunia ("dyspareunia"), infection ("infection"), vaginal haemorrhage ("irregular vaginal bleeding"), abdominal distension ("bloating"), weight fluctuation ("weight fluctuation"), headache ("headaches") and back pain ("back pain"). The patient was treated with surgery (underwent a procedure to remove the essure device). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, arthralgia, dyspareunia, infection, vaginal haemorrhage, abdominal distension, weight fluctuation, headache and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, dyspareunia, headache, infection, pelvic pain, vaginal haemorrhage and weight fluctuation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), ovarian cyst ("left ovarian cyst") and rheumatoid arthritis ("autoimmune disorder (type of disorder: rheumatoid arthritis)") in a 24-year-old female patient who had essure (batch no. 627310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, buttock pain and allergic reaction to analgesics. Concomitant products included ibuprofen for migraine and headache, antibiotics for urinary tract infection and bacterial vaginosis, norethisterone (mini-pill) from (B)(6) 2010 to (B)(6) 2012 for vaginal bleeding and menorrhagia as well as botulinum toxin type a (botox) since 2012, etanercept (enbrel) since (B)(6) 2017, gabapentin since (B)(6) 2009, hydromorphone since (B)(6) 2009, hydroxychloroquine since (B)(6) 2017, loratadine (loratab) since (B)(6) 2009, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2008, methotrexate (methotrexat) since (B)(6) 2017, methotrexate from (B)(6) 2014 to (B)(6) 2017, oxycodone hydrochloride (oxycontin) since (B)(6) 2009, pregabalin (lyrica) from (B)(6) 2010 to (B)(6) 2013, tramadol since (B)(6) 2017 and trimetrexate since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and fibromyalgia ("autoimmune disorder (type of disorder: fibromyalgia)"). In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches"), weight increased ("weight fluctuation / weight gain / loss (specify which one) weight gain, weight loss") and weight decreased ("weight loss"). In (B)(6) 2008, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction") and tooth disorder ("dental problems"). In (B)(6) 2009, the patient experienced abdominal distension ("gastrointestinal or digestive system condition- type: bloating"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) (type: urinary tract infection)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) (type: bacterial vaginosis),"), depression ("psychological or psychiatric problems (condition: depression)"), anxiety ("psychological or psychiatric problems (condition: anxiety)"), amnesia ("neurological conditions or problems (type: memory loss)"), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint aches / joint pain"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced ovarian cyst (seriousness criterion medically significant), vaginal haemorrhage ("irregular vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), endometriosis ("reproductive system disorder or condition (type of disorder or condition: endometriosis)") and pelvic adhesions ("adhesions all over my insides"). On an unknown date, the patient experienced dysgeusia ("other injury(ies) or complication(s) (please describe: metallic taste in mouth)"). The patient was treated with surgery (underwent robotic assisted laparoscopic hysterectomy) and surgery (left oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ovarian cyst, rheumatoid arthritis, hypersensitivity, urinary tract infection, bacterial vaginosis, depression, anxiety, fibromyalgia, migraine, headache, endometriosis, pelvic adhesions, tooth disorder, amnesia, dysgeusia, abdominal pain, back pain, arthralgia, abdominal distension, weight increased, weight decreased and dyspareunia outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, amnesia, anxiety, arthralgia, back pain, bacterial vaginosis, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fibromyalgia, headache, hypersensitivity, menorrhagia, migraine, ovarian cyst, pelvic adhesions, pelvic pain, rheumatoid arthritis, tooth disorder, urinary tract infection, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: back pain, rheumatoid arthritis, fibromyalgia, arthralgia, pelvic pain, depression, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
A spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), ovarian cyst ("left ovarian cyst") and rheumatoid arthritis ("autoimmune disorder (type of disorder: rheumatoid arthritis)") in a 24-year-old female patient who had essure (batch no. 627310) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, buttock pain and allergic reaction to analgesics. Concomitant products included ibuprofen for migraine and headache, antibiotics for urinary tract infection and bacterial vaginosis, norethisterone (mini-pill) from (B)(6) 2010 to (B)(6) 2012 for vaginal bleeding and menorrhagia as well as botulinum toxin type a (botox) since 2012, etanercept (enbrel) since june 2017, gabapentin since december 2009, hydromorphone since december 2009, hydroxychloroquine since march 2017, loratadine (loratab) since december 2009, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2008, methotrexate (methotrexat) since february 2017, methotrexate from (B)(6) 2014 to (B)(6) 2017, oxycodone hydrochloride (oxycontin) since december 2009, pregabalin (lyrica) from (B)(6) 2010 to (B)(6) 2013, tramadol since october 2017 and trimetrexate since december 2009. In 2008, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and fibromyalgia ("autoimmune disorder (type of disorder: fibromyalgia)"). In (B)(6) 2008, the patient experienced migraine ("migraines"), headache ("headaches"), weight increased ("weight fluctuation / weight gain / loss (specify which one) weight gain, weight loss") and weight decreased ("weight loss"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction") and tooth disorder ("dental problems"). In (B)(6) 2009, the patient experienced abdominal distension ("gastrointestinal or digestive system condition- type: bloating"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) (type: urinary tract infection)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) (type: bacterial vaginosis),"), depression ("psychological or psychiatric problems (condition: depression)"), anxiety ("psychological or psychiatric problems (condition: anxiety)"), amnesia ("neurological conditions or problems (type: memory loss)"), abdominal pain ("abdominal pain"), back pain ("back pain") and arthralgia ("joint aches / joint pain"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced ovarian cyst (seriousness criterion medically significant), vaginal haemorrhage ("irregular vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), endometriosis ("reproductive system disorder or condition (type of disorder or condition: endometriosis)") and pelvic adhesions ("adhesions all over my insides"). On an unknown date, the patient experienced dysgeusia ("other injury(ies) or complication(s) (please describe: metallic taste in mouth)"). The patient was treated with surgery (underwent robotic assisted laparoscopic hysterectomy) and surgery (left oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ovarian cyst, rheumatoid arthritis, hypersensitivity, urinary tract infection, bacterial vaginosis, depression, anxiety, fibromyalgia, migraine, headache, endometriosis, pelvic adhesions, tooth disorder, amnesia, dysgeusia, abdominal pain, back pain, arthralgia, abdominal distension, weight increased, weight decreased and dyspareunia outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, amnesia, anxiety, arthralgia, back pain, bacterial vaginosis, depression, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fibromyalgia, headache, hypersensitivity, menorrhagia, migraine, ovarian cyst, pelvic adhesions, pelvic pain, rheumatoid arthritis, tooth disorder, urinary tract infection, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: back pain, rheumatoid arthritis, fibromyalgia, arthralgia, pelvic pain, depression. Most recent follow-up information incorporated above includes: on 29-aug-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction, infection (bladder/ urinary tract/vaginal)type: urinary tract infection, bacterial vaginosis, psychological or psychiatric problems (condition: depression, anxiety), autoimmune disorder (type of disorder: rheumatoid arthritis and fibromyalgia), migraines, reproductive system disorder or condition (type of disorder or condition: endometriosis, adhesions all over my insides, ovarian cyst), dental problems, neurological conditions or problems (type: memory loss), other injury(ies) or complication(s) (please describe: metallic taste in mouth), dysmenorrhea (cramping). Outcome of event vaginal haemorrhage were update. Onset date of event back pain, abdominal pain, arthralgia, pelvic pain, dyspareunia, vaginal haemorrhage, headache, weight fluctuation were update. Lot number were added. Incident- at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.